Event description:
The complainant alleged that during their biomed's routine testing the device would not power up. The complainant indicated there was no pt involvement with the reported malfunction.